Event description:
In 2002 customer called to state that they had observed 3 false negative results on icon 25 urine qualitative pregnancy testing vs. Quantitative serum testing. (A 4th sample was reported as a false negative, but no quantitative results were provided.) Method used during quantitative testing is unknown. No impact to pt because other confirmatory tests were performed. No sample available for add'l testing.